Event description:
Affiliate reported that in 2009, the pt had a shunt implanted. After the surgery, ventricles of the pt's brain became too large. The x-rays did not reveal a problem. The decision was made to revise the device. During the revision is was noted that the distal catheter was out of position in the abdomen.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the flow tests. Review of the device history record confirmed the valve met specifications when released to stock. Based on the results of this eval, no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.